Manufacturer narrative:
Covidien has requested return of the device, but it is not available from the customer.(B)(4)

Event description:
Covidien recieved information from a customer stating that the clip on a shiley tracheostomy tube was broken after approximately one day of use on a patient. When the patient coughed, the tube advanced out. The tracheostomy tube was replaced by the physician.

Manufacturer narrative:
(B)(4). The failure mode was confirmed in the received sample. The manufacturing process was reviewed and there is not any potential risk the guidelines and manufacturing controls are acceptable and all manufacturing controls were found effective to detect the reported failure mode a separation of this magnitude at the time of manufacturing would have been detected during the 100% visual inspections and removed from the lot. The separation condition found in the received sample is not confirmed as related to manufacturing process.